Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the catheter remained implanted and would not be returned with the pump. It was also noted that the patient was well now and satisfied with the therapy at this time.

Manufacturer narrative:
Concomitant products: product ID: 8781, lot# unknown, implanted: unknown, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal (2000 mcg/ml) at an unknown dose via an implantable pump. The indication for use was not provided. It was reported that since the replacement of the patient's pump on (B)(6) 2019, the patient complained of a loss of efficacy, burning sensation in the legs, and difficulty walking. According to the doctor there was no kinking of the catheter at the time of replacement and there was good reflux of cerebrospinal fluid (csf). Over the weeks the doctor had done several things: replacement of the product in the pump, adjustment of the dose and method of infusion, opacification of the catheter, and baclofen test by lumbar puncture. No action resolved the problem and no diagnosis was made by the doctor. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. Replacement of the pump and catheter was performed on (B)(6) 2019 at the request of the patient because of a suspicion of a pump problem. It was also stated that when questioning the pump, there was no reason to say that the pump was dysfunctional. It was indicated that the pump would be returned. At the time of the report it was unknown if the issue was resolved and the patient status was unknown. No further complications were reported or anticipated.